Event description:
The customer reported that the system would display a collimator iris error message and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the fluoro functions printed circuit board and performed a full calibration. The system was tested and found to be working as intended and put back in svc.